Event description:
The pt reportedly experienced intermittencies with her internal device. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the problem. The pt's device was explanted the pt was reimplanted with another advanced bionics device.